Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On december 27, 2019, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on january 9, 2020 revealed that the calibration was within specifications and the device produced a passing sample mesh with our test cutter. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number 1514526 both produced an incomplete mesh and were deemed non-repairable even after replacing the gears, collars, and bearings. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 9, 2020 which included replacement of the roller, roller gear, spring pin, and screws. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that an incomplete mesh was taken from cadaver at a cadaver lab. No adverse events were reported as a result of this malfunction.